Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level 43 mg/dl. The customer was treated with oranges. It was reported that the customer declined troubleshooting for low blood glucose. It was reported that the customer had seizures. It was reported that reservoir was able to lock in place when inserted into insulin pump, but sometimes came out twice. It was unknown whether the customer using automode. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was stated that the customer was not using a sensor at the time of incident so, auto mode was not used.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case (battery tube) and cracked battery tube threads. No damage on retainer ring noted. (B)(4).